Event description:
Information received from the field does not address the patient's clinical status but notes runaway rate at 220 ppm in the atrium and ventricle. The device was reprogrammed in ddd mode and normal function ensued.